Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of kinks in the catheter is confirmed and was determined to be use-related. One 4 fr d/l powerpicc solo catheter was returned for evaluation. An initial visual observation of the returned catheter revealed blood use residues throughout the returned device. Nine circumferentially aligned kinks were observed along the catheter shaft between the 7 cm depth marking to the 13 cm depth marking. The kink just proximal to the 13 cm depth marking was observed to be the most prominent, while the other kinks were barely observable due to the oblong structure of the catheter at the kink sites. A microscopic observation of the returned catheter revealed the kinks to be circumferentially aligned. ¿c¿ shaped impressions were observed surrounding the kinks. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported devices has visible kinks. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.